Event description:
It was reported that this right atrial (ra) lead had an infection. A revision was performed and the right atrial (ra) lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.